Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted during testing. The bolus wizard functioned properly per bolus wizard sample in the user guide. No bolus anomaly noted during testing. No unexpected beeps noted during testing. The insulin pump functioned properly. The insulin pump was received with scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received no delivery alarm. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother performed troubleshooting and did not found air bubbles, leaks and setting issues. The customer's mother stated that the no delivery alarm was resolved by a complete set change. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.